Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: a review of the pump¿s black box showed cs 064 call service alarms (occlusion during prime). During testing, the rewind, load and prime steps were performed successfully and the pump was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The complaint of a call service alarm issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.